Manufacturer narrative:
(B)(4).

Event description:
Procedure: total laparoscopic hysterectomy. According to the reporter: the needle got loose while using the device. Product was not re-sterilized prior to incident. Product was used on a patient. Patient not injured or jeopardized. No extension of the surgery time by more than 30 minutes. No blood loss of more than 500cc. No extension of the incision by more than 1 inch. No unanticipated tissue loss or tissue damage. No portion of the device fell into the patient. No reinforcement material used in conjunction with the stapling device. Problem was solved by using a new device. A product sample is not available for return because it was discarded after use.